Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: how was the broken needle piece recovered? For example, another incision, second surgery? Broken needle piece discovered with fluoroscopy. No need for second surgery or additional incision. Was there any additional tissue damage as a result of searching for the needle piece? No additional tissue damage. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No unexpected outcomes or complications reported thus far, although infection is a concern. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Investigation summary: one packet of product code j603 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot : a manufacturing record evaluation was performed for the finished device lot number rgmapm/ j603h65 and no non-conformance related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a nephrectomy procedure on (B)(6) 2021 and suture was used. While closing a port site, the needle broke. After forty-five minutes of searching through fluoroscopy the broken piece of the needle was recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.